Event description:
Strattice was implanted in an abdominal wall reconstruction on (B)(6) 2012. It was reported that the surgeon placed the device in the patient and began suturing the product to the muscle. After several stitches were placed, the surgeon pulled on the strattice to better align the suture placement when the device tore along the suture line. The device was removed and the procedure was continued using a different piece of strattice without incident. There was no serious injury reported with this event. This event is evaluated as a malfunction of the device which could cause or contribute to a death or serious injury if the malfunction were to recur.

Manufacturer narrative:
Method of evaluation: visual examination of the device. Review of the device history record. Review of the lifecell complaint system for any other complaints reported to lifecell against devices distributed from this lot. Results: visual examination of the device revealed that there was a small tear about 1 cm in length. The tear was found to be initiated from the suture that preceded the last suture. Review of the device history record confirmed that the lot passed all qc acceptance criteria, including mechanical testing. The lot underwent e-beam sterilization on (B)(4) 2011. (B)(4). Conclusion: operational context caused or contributed to the event as determined by r&d inspection of the device. It was concluded that the tear was due to the enormous stress directed on one suture point as a result of the repositioning of the graft. Based on internal investigation, the device met qc release criteria at the time of release. Please note that lifecell received a med watch report from the user facility for this event. It is unknown whether FDA was also sent a copy of this med watch.